Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient experienced lead migration due to a fall. The patient also experienced undesired stimulation and loss of stimulation. The patient underwent a revision procedure wherein the lead was replaced. Device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the physician damaged the lead during the revision procedure. The patient was doing well post-operatively.

Event description:
A report was received that the patient experienced lead migration due to a fall. The patient also experienced undesired stimulation and loss of stimulation. The patient underwent a revision procedure wherein the lead was replaced. Device malfunction was suspected.